Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g6, h2 and h10. Intuitive surgical, inc. (Isi) followed up with the agency manager and obtained the following additional information: this fenestrated bipolar forceps instrument was last used during a prostatectomy procedure on 11-oct-2021. The instrument was inspected prior to use and no abnormality was observed. It was unknown if the internal wire was exposed or if there was any instrument collision happened during the procedure. After the completion of the procedure, the instrument was inspected for damage. The damage was identified before reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. Material measuring approximately 0.02" x 0.048" was missing. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was provided for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 2 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have damaged conductor wire insulation. There was no report of patient involvement.